Manufacturer narrative:
Findings: unit alarmed pump error 38 during rewind due to unlocked motor connector. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to pump error 38. However, unit passed self test and operating currents within specs. The motor was tested outside the device and passed. Unit received with scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that they were not currently using the device but received a pump error 38 alarm and was unable to rewind the device. The customer's blood glucose reading was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was replaced and will be returned for analysis.